Event description:
It was reported that the change in settings were identified to be a result of either a partial programming incident or a faulted system diagnostics test. The exact programming data was not provided.

Event description:
It was reported that the patient's device was observed to be a different settings when no device setting changes had occurred. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: new information received corrects the suspect device.